Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the connection between the red plug and impella driveline had broken down to the point that the internal wiring was visible. It was noted that the patient had been moving a lot during support. Due to the noted damage, the staff was advised to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the product damage issue was not determined since product was not returned for investigation.